Manufacturer narrative:
UDI: unknown due to unknown part number/lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date: unknown due to unknown part number/lot number. Address: requested, not provided. Health professional: requested, not provided. Occupation: requested, not provided. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and complaint files.

Event description:
The user patient reported that he had procedure done on (B)(6) 2019. Three days later, the patient exerted himself with physical activity, causing internal bleeding on the inside right thigh (a little red dot that is healing perfectly). Bleeding stopped that same day (B)(6) 2019, then bruised with no swelling or heat sensation. Eight days post the surgery and after activity bruise extended almost 3 inches below the initial bruise about 3 inches above the knee. On (B)(6) 2019 he felt stinging by the groin, he stated it felt as if a tendon was burning. During the few weeks since the procedure, the patient has felt the bruise aggravated, tender and fragile. The patient called his doctor, and stated that nurse advised him, since there was no fever, swelling, numbness, heat sensation or a clot, then he was fine; he is awaiting another follow up call from his doctor. The patient suggested that it might be a pseudo aneurysm, and he stated that he thinks that he caused it since he started exerting physical activity as well as heavy lifting 3 days after the surgery. Additional information was received on 12sep2019. The patient had a heart cath done in lubbock, tx by his doctor. The patient did not know what device or lot number was used; however, he knew it was a angio-seal device. He was stated that he's sure that the activities had caused the bruising and internal bleeding. He also confirmed that there had been no testing performed to determine he had internal bleeding or a pseudo aneurysm. He never went back to the hospital.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.